Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered appropriate anti-tachycardia pacing (atp) therapy that accelerated the patient's rhythm from an intrinsic ventricular tachycardia (vt) to a ventricular fibrillation (vf). A shock was delivered, which converted the vf. The device remains in use. No additional adverse patient effects were reported.